Event description:
Using the garmin index bpm monitor that I purchased a few days ago, I have been consistently getting blood pressure readings that are 20+ points off (higher) on the systolic and 12-15 points off on the diastolic, when compared to a manual reading and other devices (omron). The product complaint department at garmin is less than satisfactory for medical device product complaints. If you want further information on their standard operating procedures, please contact me at (B)(6). I am sending the unit back for a full refund, so I will not have the product in my possession past today. Had I not verified and calibrated the garmin readings as compared to other devices and a manual, I may have been asked to adjust my bp meds accordingly, which may have resulted in hypotension with higher doses, or more potent therapy. FDA safety report ID #(B)(4).